Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported in the operating room the physician was using the screwdriver from the shadowline tray. The bar on the handle popped and the v.mueller neuro/spine shadow-line spinal distraction screw, 12mm #s-0088 lot 873622 was stuck in the patient. A plier was used to retrieve the retained object. The device was only used three times. There were no additional medical procedures, no patient harm or medical intervention required. The anterior cervical discectomy and fusion was completed as planned.

Manufacturer narrative:
(B)(4). One (1) s-1306 screwdriver f/distraction screw was returned as the complaint sample. The etching on the sample was noted to be legible. The lot code was displayed as c14 (march 2014). The sample displayed signs of usage, and has possibly been in use for more than one year. Upon initial visual inspection of the sample: light scratches and some discoloration were noted on the shaft surfaces. The handle was noted to be like new, with very few signs of usage. Further visual inspections on the sample confirmed the reported failure mode on the main functioning mechanism of the sample. The hook spring (pn#10-300-408) in the interior of the shaft was bent up at an angle and protruding out and above the slot of the shaft. Before further examining and disassembly for investigations the overall sample was checked. The top flat surface of the ta-0130 screw that secures the hook spring pin in place, did not display any signs of removal, tampering, scratches or marring. Next, the distal (working end) tip of the shaft displayed marring, scratching and chatter marks on the inside hexagonal shaped counter-sink of the shaft-tube. These marks were possibly indicative of excessive forces applied to force/push in the distraction screw part inside the tube. The carefusion (now bd) distraction screw parts have a hexagonal hub at the distal working end before the screw tip. This hex-hub allows the part to mate and seat inside the hex hole of the s-0106/s-1306 shaft tubes. Once this hex-hub is fully seated into the hex-shaped counter sink, it locks it in place and prevents the screw from rotating during use. It is most likely that the end-user applied excessive forces to push the screw onto the hex-hole in the shaft tube; however this cannot be confirmed due to distraction screw sample not sent in for evaluations. Next, the sample¿s hook spring and ta-0130 screw was disassembled to further investigate under magnifications. Upon careful removal, the hook spring pin displayed additional bending/twisting near the tip of the hook. The bend at the tip was noted to be more obtuse at around 145-150 degrees than the first bend noted closer to the middle of the hook spring which was noted to be around 125-130 degrees. Both bends were also noted to be bent to side as well. These are all signs indicative of possible excessive forces when inserting the distraction screw product into the shaft tube. The customer indicated the use of carefusion (now bd) brand v.mueller 12mm distraction screws. Due to this further testing was performed on the sample, by replacing with new in-house hook spring samples, this allowed for normal functioning with the carefusion (now bd) distraction screws, repetitive distraction screw insertion testing was performed to replicate the failure mode: during testing it was discovered that the hook spring pin seemed to fail by jamming/catching on the end of the distraction screw, only when the hook spring was noted to be slightly pitched down into the tube of the shaft. The lower catch angle was noted to be ¿in the way¿ of the distraction screw end¿s direction of travel. This was especially evident when the other hook spring pins tested were at a conforming angle and straightness. This difference of the pitched in angling was a large factor in causing potential failure of the s-1306/s-0106 device. It is imperative that the hook spring pins must be straight inside the shaft and conforming. It should be noted that carefusion (now bd) brand distraction screws have ends (the side that inserts first into the shafts) that are specifically designed to work in conjunction with carefusion (bd) s-0106 and s-1306 screw drivers. Carefusion¿s (bd) rounder/spherical end on the screw allows for the hook spring pin to smoothly glide over the spherical back end and reduces chances of spring bending and jamming. Competitor screws are known to have a flatter end with more pronounced edges, this would increase the chances of the tip of the hook spring to get wedged on the pronounced edges, and thus cause the spring to flex in excess and eventually bend and fail. Aside from the investigated and observed failure mode, no other defects or non-conformances were noted. Device history record for s-1306 from lot code c14 was reviewed: all work instructions were completed accordingly. All deviations or non-conformances were handled appropriately. Qa testing was performed, all inspections passed. Based on the investigation and analysis of the returned failed sample: the issue was narrowed down to the hook spring screw being pitched/angled down into the shaft further than normal conforming position, this resulted in the direct failure of the sample. Three, probable root causes were identified: it is possible, during manufacturing assembly and finishing the hook springs may be subjected to rough handling and possible collateral process that could change the angle/pitch. It is also possible manufacturing personnel are not checking the spring straightness and angle when installing it into the screwdriver. The personnel have been made aware of this issue. Also, any excessive forces applied by the end-user by forcing the screw in the shaft tube, can also be a contributing and final cause of failure. Carefusion distraction screw numbers: s-0096, s-0097, s-0098, s-0092, s-0088, s-0089, s-0090, and s-0091 have optimal design for mating with carefusion¿s s-1306 and s-0106 screw drivers. It is also recommended to replace or repair the s-0106 and s-1306 products an authorized repair center ¿prezio¿: the hook spring item number 10-300-408 is a replaceable item.